Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, the needle broke (specifics unknown). It is unknown if the needle detached inside the patient. The procedure was completed with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, the needle broke (specifics unknown). It is unknown if the needle detached inside the patient. The procedure was completed with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needles were separated and missing from both leg assemblies. In addition, one of the sutures was frayed, and the other was cut. Visual analysis of the returned capio device revealed no anomalies. Functional testing of the returned capio device showed that it operated freely. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.